Event description:
Family member reported customer being hospitalized due to high bg/dka. The cause of hospitalization (as per md) was an infection. Family member did not have pump at the time to troubleshoot. Customers family member called back to complete troubleshooting. Found pump passed all test. Advised to consult with md about alternate sites/sets.